Manufacturer narrative:
The reported impedance anomalies were confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the impedance anomalies could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited high voltage lead impedance. The patient was asymptomatic. The physician disconnected and then reconnected the lead and the set screw was tightened. Dft testing during the procedure showed normal impedance. The device exhibited low pacing lead impedance the next day and isometrics testing did not produce any noise. The device was explanted. The patient is doing well post procedure.